Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 6958720, 510k# k143471 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017 the patient underwent posterior cervical fusion at c1/2 due to cervical spondylotic myelopathy. Reportedly, after the operation, c2 screws in the both side became loose, but it was not back-out. . It was unknown whether the patient had achieved solid fusion or not. There was no particular symptom, but the patient was re-hospitalized due to re-operation. In re-operation, screws in c2 were removed, screws were inserted into c3/4 and it was connected to c1.